Event description:
Reporter stated that a patient urine sample was tested on the urisys 1100 which reported a normal result for glucose and negative results for protein and erythrocytes. A second test, using the same sample on the urisys 1100, reported results of 250 mg/dl for glucose, 500 mg/dl for protein, and 50 erythrocytes/microliter. Reporter did not know which value was correct. No modification to patient therapy was reported based on values. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.